Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had nurse unable to add patient manually during and emergency. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to add the patient manually. The technical support specialist (tss) dialed into the server, logged into the patient encounter system, verified the communication was confirmed that it was current. Tss opened the sql server management studio, ran a downtime query to verify the care fusion coordination engine messages and confirmed that the result was current with no disconnected flag. Tss verified the override group and areas and advised the user to change the user role to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.